Event description:
A stryker sagittal saw was sent in for repair due to overheating during a procedure. The procedure was successfully completed with another device; no adverse event was associated with the event.

Manufacturer narrative:
During quality investigation, the complainant's complaint was duplicated. Further investigation revealed a damaged press plug, motor, bearings and other component parts. The motor cartridge was identified as the probable cause of the failure. The malfunctioning parts were replaced and the device was repaired and returned to the customer.